Manufacturer narrative:
This report is submitted on february 02, 2018, (B)(4).

Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2018 in order to replace the abutment. The implanted device remains.